Event description:
On (B)(6) 2012, the following info was reported to cook: the stylet/needle broke inside the handle of the device. This did not reasonably suggest that a reportable event had occurred. On (B)(6) 2012, the product was received for eval. A bend was observed in the needle at the end of that would make contact with the pt. This has been established as a reportable occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. A bend 8 mm from the distal end of the needle was observed. In addition, a bend at the proximal end of the device was noted. This bend was located approx 4 cm from the handle. The needle extended and retracted with slight difficulty. No other anomalies was noted with the product during the eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual and functional test to ensure device integrity. The visual insp includes verifying the product is free of kinks and bends. The functional test includes extending and retracting the needle to ensure proper needle function. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.